Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(6). (B)(4). Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. (B)(4). This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During esophageal banding in the distal esophagus, the physician used a cook 6 shooter saeed multi-band ligator. The ligator barrel was loaded onto the endoscope and advanced into position in the esophagus. The physician observed the ligator barrel was no longer visible on the distal end of the endoscope. As the endoscope was removed from the patient, the physician located all six deployed ligator bands and the ligator barrel at the patient's cricopharynx. A laryngoscope was used to incubate the patient and forceps were used to remove the ligator barrel and deployed ligator bands from the patient. Another ligator was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.